Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized due to hyperglycemia. The reported blood glucose reading was 350 mg/dl. The customer's mother stated that an issue with the infusion set caused the event. The tubing of the infusion set was cracked, causing insulin to leak and not be delivered to the customer's body. Nothing further was reported.